Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: newly placed crossfire 2 won¿t switch from cut to coag and a burning smell is coming from the console. Box was reported w/ burning smell and we troubleshooted first week of placement in january but it happened again today ¿ needs to be replaced. The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. Ncr173413 was created for the rf board and will be sent back for further analysis. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event.